Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the pump switched off by itself every two hours; no errors or warnings. Caller stated with a new battery the pump switched on but after two hours switched off again. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.